Event description:
Physician suspects superdimension equipment isn't functioning correctly related to the number of negative results received recently. One of the hydraulic cylinders went out on the unit and caused it to freeze in that position.